Event description:
The pt reported that the infusion device delivers too little insulin and the pt experienced elevated blood glucose of 360 mg/dl as a result. The pt bolused through the infusion device in an attempt to lower blood glucose levels. The pt switched to the backup infusion device and blood glucose levels decreased to normal, 130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.